Manufacturer narrative:
Uss reference: 200606-0354. Initial report sent: 06/08/2006.

Event description:
Procedure: spleenectomy. Reportedly, the surgeon activated the device and felt the coagulating time was shorter than usual, but completion tone sounded . He therefore cut the tissue which resulted in small blood loss. The procedure was completed with another ls1100.